Event description:
It was reported the balloon overexpansion occurred. A 5.00mm x 12mm nc emerge balloon was selected for treatment during a percutaneous coronary intervention (pci). The mildly tortuous and mildly calcified target lesion was located in the left main. During the procedure, following inflation of the balloon, the length was noted to be longer than expected. The procedure was able to be completed with a replacement device and there were no patient complications reported.

Manufacturer narrative:
B3: as the event date was not reported, the aware date is provided.